Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a discrepant patient result (false detected) when tested with the alinity m resp-4-plex assay. The customer reported that sid (sample ID) (B)(6), was tested today (B)(6) 2025) and resulted negative for all targets when processed the first time. At that time however, the assay negative control was reactive and the sample was repeated and resulted as positive for rsv target with cn 39.29. The amplification curve looked similar to the first reported sample in the ticket, with late rise, however, steady after crossing the threshold for detection. The sample was reported out as inconclusive. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review and a quality data review. The results of the investigation are summarized as follows: customer data review: the complaint ticket reported both reactive negative control and weak false positive while using alinity m resp-4-plex amp kit (list 09n79-096) lot 409384. Customer data review confirms this observation. Quality data review: CAPA / non-conformance review: a CAPA review was performed to identify any records that were related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 409384 and its components. The CAPA review identified one nonconformance related to the reported complaint with an observation of increase in negative control respiratory syncytial virus (rsv) reactivity observed in recent resp-4-plex amp kits resulting in false positive samples and negative control invalids in the field. A review of field data associated with alinity m resp-4-plex testing determined that select lots of alinity m resp-4-plex amp kit, list no. 09n79-090 and 09n79-096 were producing an elevated rate of reactive negative controls for the rsv analyte. Complaint ticket was dispositioned as confirmed. Field action fa-am-apr2025-307 was issued on (B)(6) 2025 to inform customers that abbott has received reports of an increase in reactive negative controls and false positive results, with alinity m resp-4-plex amp kit, list number 09n79-090 lot numbers 409383, 410627, and 411921, and list 09n79-096 lot number 409384 on the alinity m system. Specifically, an increase in the amount of reactive negative controls and false positive results have been reported for the respiratory syncytial virus (rsv) and influenza b virus (flu b) and targets. Based on internal evaluation, false positive results and reactive negative controls manifest as a weak signal with a late cycle number for these targets. Internal evaluation has not shown impact to influenza a virus (flu a) and sars targets. There is a potential for delayed results and false positive results for rsv and flu b when using these lots. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. For incorrect rsv and flub results on the alinity m resp-4-plex assay, associated severity is moderate. The following mdrs were also reported as related to fa-am-apr2025-307: 3005248192-2025-00064 follow up report 1.